Event description:
It was reported the patient had not charged the ipg for approximately two years. The sjm representative was unable to establish communication using the programmer and charging system. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.